Manufacturer narrative:
The service rep replaced the interconnect cable. The system operates as intended.

Event description:
It was reported the interconnects cable on the 9600 system has a cut in the insulation. No patient injury was reported.